Manufacturer narrative:
UDI: (B)(4). Investigation is underway.

Event description:
As reported through alterra awt dv testing, a 29mm commander delivery system balloon tear was observed. When attempting to deploy the valve in the mounted restent, the balloon tore at the proximal end. This event occurred in the testing lab and no patient was involved.

Manufacturer narrative:
Additional information: h6, h10 the device was returned for evaluation. The device was visually inspected and the following was observed:  the crimp balloon was torn proximal to the I/c balloon bond. The inflation balloon (distal pumpkin and working length) was wrinkled and unpleated from use. The flex tip had minor gouges. A photo was provided and showed the crimp balloon had torn proximal to the inflation/crimp (I/c) balloon bond. Dimensional inspection was performed for double wall thickness of the crimp balloon was measured near the tear. Due to the condition of the returned device (balloon torn), no functional testing could be performed. The complaint was confirmed through visual inspection. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that could have contributed to the reported event. Although the reported event was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment which captures root cause analysis for the issue. Per the complaint description, the alleged commander delivery system was used in off label dv testing; however, the following documents were reviewed for applicable instructions/guidance relevant to proper device handling and procedure: sapien 3 system with the edwards alterra adaptive prestent system IFU), device preparation training manual and procedural training manual. Warning: if valve alignment is not performed in a straight section, there may be during manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. Difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vena cava and relieving compression (or tension) in the system will be necessary. No IFU or training deficiencies were identified. The reported balloon tear was confirmed. No manufacturing non-conformances were identified in the returned sample. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the case notes, ¿there was some difficulty during valve alignment which was noted.¿ the alterra dv testing was performed in the pulmonary model, where the valve alignment was performed past the pulmonary valve in what would be the pulmonary artery. Due to the curvature of the model anatomy and the location of the valve alignment, the delivery system likely experienced tension. If the user performed valve alignment in at a bend or angle the thv may unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The gouges observed on the flex tip are indicative of valve diving. If the thv is unseated during alignment, it can result in even higher than usual valve alignment forces and can create tension in the system to achieve final alignment position. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment. If high tension is present in the system during alignment (e.g. From performing valve alignment in tortuous vasculature or at an angle), it may have resulted in increased forces being applied to the bond area, resulting in the reported balloon damage. As described in the training manual, ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.¿ while a definitive root cause is unable to be determined, available information suggests that procedural factors (valve alignment in non-straight section of model anatomy) may have contributed to the reported event.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. However, a CAPA was previously initiated to incorporate existing information in training manual into the IFU documents. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Product risk assessment (pra)was previously initiated to investigate the cause and access the risk associated with ¿balloon ¿ torn¿. The risks outlined in the pra remain the same. The pra documents the potential for ¿retrieval difficulty, resulting in intervention.¿ however, no patient harm occurred as this failure was detected during a dv test. Pra has been initiated to establish a threshold for pra re-escalation (of note, complaint trending analysis in the complaint initiation month indicates complaint rates are within control). Prior compliance risk evaluation, health hazard assessment, and decisions/actions are the same and will remain unchanged. As there is no change in risk, the pra remains applicable and no further action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141